Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical devices: 1258t lead, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced a pocket infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.